Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). The field representative confirmed that the lead was not capturing but the sensing and impedance measurements were normal. The lead was not dislodged upon fluoroscopy. However, the physician was uncertain of the cause but was possibly due to micro-dislodgement or exit block. Further, the physician noted there was no slack and asked why the lead was not capturing even though the helix was still in the tissue. Boston scientific technical services (ts) discussed the possible cause of the issue. The patient is not pacer dependent and no syncope was reported. A revision procedure was performed in which the rv lead was repositioned to resolve the issue. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.